Event description:
It was reported that this patient with this pacemaker presented to the hospital following an episode of syncope. In the days prior to this event, yellow collecting waves were seen on the remote communicator and the patient experienced difficulty completing a remote interrogation. Troubleshooting efforts were performed and technical services (ts) indicated that the home environment was an unlikely cause of the issue. Ts then recommended that the clinic verify the device radio frequency settings. During the subsequent outpatient visit, it was determined that this pacemaker had entered safety mode, resulting in a seven second pacing inhibition. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this pacemaker presented to the hospital following an episode of syncope. In the days prior to this event, yellow collecting waves were seen on the remote communicator and the patient experienced difficulty completing a remote interrogation. Troubleshooting efforts were performed and technical services (ts) indicated that the home environment was an unlikely cause of the issue. Ts then recommended that the clinic verify the device radio frequency settings. During the subsequent outpatient visit, it was determined that this pacemaker had entered safety mode, resulting in a seven second pacing inhibition. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was explanted and was not returned. As such, physical analysis has not been conducted in our laboratory. Based on the available information, and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.